Manufacturer narrative:
Date of event - estimated since the event date was reported as may 2022.

Event description:
It was reported that the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 31mm watchman flx laa closure device & delivery system (wds) were used. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no complications that were reported to have occurred. 1 year post procedure the patient experienced a cerebral vascular accident while on a cruise in canada. The patient was taken to the nearest hospital and a treatment plan was created for them.